Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of the reported problem in the event log. Ran three accuracy tests and the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: pump's expulsor be trimmed in order to bring the delivery into more nominal of a range. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. E4 is unknown.

Event description:
It was reported that the device was under infusing while testing. No patient injury was reported.